Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that customer service was contacted by a patient that asked which materials the implants are made of. The patient had spine surgery in (B)(6) 2017. On (B)(6) 2018: per additional information from loc, suspected allergic reaction to expedium screws (lumbar). The patient needs to know what metals compound the titanium alloy .